Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the oxygenator leaked at the temperature probe connection. The product was changed out. There was no pt involvement, as this occurred during prime.

Manufacturer narrative:
Terumo received the actual sample and the investigation was completed on (B)(4) 2012. Visual inspection confirmed the complaint, there was a crack on the blood outlet port. A review of the device history record noted no production related problems. This type of damage is consistent with an external force applied post production. The completed investigation and additional info deemed this MDR reportable on (B)(4) 2012. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending, and follow up.